Manufacturer narrative:
(B)(4).

Event description:
According to the medwatch (B)(4) "the (B)(6) african-american female patient (weight (B)(6)) had a 20cm arrow pressure injectable central line placed. The following day the patient became restless and while moving in the bed, the central line came out intentionally. Upon assessment of the line, slits were noted in each eyelet, therefore the line was not secure. After the line had slid out, sutures were noted still intact in patient's skin. Pressure was applied, hemostasis was achieved within minutes, and no harm came to the patient. A new quad-lumen cvc was placed as a result." There was no patient injury or consequence reported.

Manufacturer narrative:
Qn#(B)(4). Medwatch # (B)(4). New information received indicates that this was not a reportable event, thus, the MDR submitted on (B)(6) 2017 was submitted in error.

Event description:
According to the medwatch ((B)(4)) "the (B)(6) female patient (weight (B)(6)) had a 20cm arrow pressure injectable central line placed. The following day the patient became restless and while moving in the bed, the central line came out intentionally. Upon assessment of the line, slits were noted in each eyelet, therefore the line was not secure. After the line had slid out, sutures were noted still intact in patient's skin. Pressure was applied, hemostasis was achieved within minutes, and no harm came to the patient. A new quad-lumen cvc was placed as a result". There was no patient injury or consequence reported.